Event description:
The report stated that after the radio frequency ablation procedure started, a water leak occurred at the strain relief. Another needle electrode was used, and the procedure completed with no injury reported to the patient.

Manufacturer narrative:
The incident sample was not returned for evaluation therefore an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water, which prevents unintended contamination of the sterile field. Continuous improvement to tubing set design have significantly reduced the trend in leakage complaints.